Manufacturer narrative:
The field service engineer inspected the system at the customer location and no issues were found with the operation of the equipment. The clinical development manager visited the site and found that there was a considerable amount of dust from construction inside the operating theatre. This was discussed with the doctor and how this could contribute to the dlk. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with dlk (diffuse lamellar keratitis) in each eye following laser vision treatments. The patient had dlk stage 3 in the right eye and dlk stage 2 in the left eye. The patient required a flap lift and rinse and drops prescribed to treat the condition. The patient was reported as doing fine.